Event description:
Event description boston scientific received information that this implantable device was explanted secondary to a patient infection. Subsequently, this device was pulled from archives for additional investigation.